Manufacturer narrative:
8 returned used cannulas were returned. It is unknown if the returned cannulas are from lot 1245004 (case with patient identifier (B)(6)) or lot 1275342 (case with patient identifier (B)(6)).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin.